Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer filled the cartridge with 120 units of insulin, a minimum fill alert occurred. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer added insulin to the cartridge and completed the load sequence successfully.